Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged hyperglycemia after changing ilet infusion supplies, with continuous glucose monitor and fingerstick values reaching the high 500s, despite initial site change and subsequent full supply replacement; no leakage or insulin odor was observed, components appeared intact, and glucose trended down after the complete change. Symptoms included shaking. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device component involvement or a definitive device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.